Event description:
Customer reported that the sensor readings are inaccurate. He stated that upon insertion, the backing did not tear off properly and that the sensor is not adhering. Customer stated that the blood glucose reading was 121 mg/dl, while the sensor glucose reading was 67 mg/dl. The sensor glucose graph was not trending in the same direction as the blood glucose. Customer reported that the insulin pump is falsley alarming for a predictive low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test per specifications; 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification. With accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened and used.